Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to multiple sclerosis. The pt underwent explantation of the catheter due to a catheter break in 2000, followed by implantation of a new catheter. The pt had no complaints on follow up visit. Pt is doing well with the new catheter placed.